Event description:
It was reported that the ilet user experienced recurrent low and high glucose values, including a glucose of 35 mg/dl that was treated with oral carbohydrates and a shot of glucagon. The user disconnected the pump during rapid declines from a prior high and entered multiple meal announcements to correct highs, after which the device was factory reset due to maladaptation and insulin delivery was resumed with pairing to the mobile app. Symptoms included lightheadedness, weakness, memory difficulty, and confusion consistent with hypoglycemia, as well as episodes of hyperglycemia peaking at 300 mg/dl. Outcomes included no lasting health consequences. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem associated with the user interface, and an improper or incorrect method related to using meal announcements as a correction strategy and disconnecting the pump during rapid changes. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.